Manufacturer narrative:
Concomitant medical products:.model: 1688tc-52, competitor lead; implanted: (B)(6) 2013, model: 1458q86, competitor lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited "abnormal impedance/sensing, elevated threshold, extracardiac stimulation and failure to capture." The patient is a participant in the product surveillance registry clinical study. The lead remains in use. No patient complications have been reported as a result of this event.